Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that the patient had to adjust stim down the night before, they had a really bad pain and lowered stimulation. The patient had pain in the abdominal area and was going to lower stimulation to see if that helped but they did not have the controller at the time of the call. The patient was going to lower stimulation once they were by the controller. The patient was unsure how much sleep they got the night before. The patient felt that they were going to the bathroom more than what they were, but wasn't sure if that was good or bad. The patient felt that maybe they had some retention from anesthesia from the procedure. The patient also had gas all night long. The patient normally had 2 bowel movements a day, but hadn't had one yet. It was noted that the trial started on (B)(6) 2017. On (B)(6) 2017 the patient reported they had a burning pain in their buttock. They turned stimulation down to 0.0 but they still felt it slightly. The patient changed from program 2 to 3 at 0.8 and the patient no longer felt the burning sensation or pain. The patient did mention feeling a dull pain and thought it might be due to the bandage. The patient called back to report that their pads were damp from leaking or sweat down there. The patient lowered stimulation some as they were still having pain and a sharp burning pain in the buttocks. The patient had pain in the lower back area. The patient lowered stimulation down to 0.0 and increased slowly until stimulation was felt comfortably. The patient called back to state they couldn't bend over and that there was really bad pain. The patient stated that they couldn't feel it at times but while up and walking around after a while the pain was there and they needed to lower stimulation. On (B)(6) 2017 the patient turned off the stimulation the night before and didn't turn it back on until the day of the report. The patient was in a lot of pain and took a pain medication and inflammatory. The patient felt better and was able to manage the pain. The patient stated they were in slight pain but not like before when they couldn't lay down or sit down or do anything. The patient also had a shooting pain that felt like it was killing them and they couldn't move. On (B)(6) 2017 the patient reported their controller was off. The patient turned stimulation off due to shooting pain in the buttocks ar ea. The patient didn't feel that it was from the device as they had the pain still. The patient felt that the lead was placed too deep or close to the nerve. When the patient turned to the right they would get a shooting pain. The patient called back to report that they had been taking nerve medications and it made them sleep 12 hours and not go to the bathroom. On (B)(6) 2017 the patient had a lot of pain in their pocket site. The patient¿s doctor stated they did not know why they were having pain but would continue with the implant. The patient was unable to change programs due to ¿settings not available¿. No further complications were reported.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that no cause was identified for the "setting not available" error message and improper lead position was not determined.